Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn't start with the data monitor and there was no image when starting. The fse checked the host pc power and found that the host pc could be started up. The fse determined that that the host pc hardware had a malfunction. The fse opened and cleaned all the cards in the host pc and then restarted the system. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start up after pressing the power button. The device was outside of clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.